Event description:
When the physician deployed the smart control (8/120mm) stent delivery system (sds), the stent jumped approximately 4cm distally, and the proximal portion of the lesion could not be covered. Therefore, an additional stent (40mm luminexx, medicon) was placed. The patient's age and gender were unknown. The target lesion was the superficial femoral artery. The characteristic of the target lesion was unknown. The products were properly inspected and prepped and no anomalies were noted. Approach was made from the contralateral femoral artery. It is unknown if there was any difficulty accessing the lesion with a guidewire. The lesion was pre-dilated. There was no thrombus present at the delivery site. There was no difficulty advancing the stent delivery system through the vessel to get to the lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The physician held the handle of the smart control sds flat and straight outside the patient during deployment. There was no unusual force used to deploy the stent. An additional stent was placed proximal to the smart control stent and the entire lesion was fully covered. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
When the physician deployed the smart control (8/120mm) stent delivery system (sds), the stent jumped approximately 4cm distally, and the proximal portion of the lesion was not covered requiring placement of an additional stent proximal to the smart control stent to fully cover the entire lesion. The target lesion was the superficial femoral artery. The characteristic of the target lesion was unknown. The products were properly inspected and prepped and no anomalies were noted. Approach was made from the contralateral femoral artery. It is unknown if there was any difficulty accessing the lesion with a guidewire. The lesion was pre-dilated. There was no thrombus present at the delivery site. There was no difficulty advancing the stent delivery system through the vessel to get to the lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The physician held the handle of the smart control sds flat and straight outside the patient during deployment. There was no unusual force used to deploy the stent. There was no reported patient injury. One non-sterile smart 120/150, sfa - 8x120 was received coiled inside a plastic bag. The hemovalve was received closed. The unit was deployed and the stent was not received. Kink was observed at 3 cm from the brite tip. No more anomalies were found. Although the unit was deployed; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kinks" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported ¿deployment difficulty-inaccurate placement¿ by the customer could not be confirmed; since no anomalies were found during functional analysis. The exact cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.